Event description:
It was reported that the bd vacutainer sst blood collection tubes contained fm.

Manufacturer narrative:
Problem description was corrected to "it was reported that the bd vacutainer sst blood collection tubes contained fm." Medical device catalog # is corrected to 367997. Medical device lot # is corrected to 6092562. Medical device expiration date is corrected to 03/31/2017. Date received by manufacturer is corrected to 11/01/2016. Device manufacture date is corrected to 04/01/2016.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for fm inside the tube with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.